Event description:
The customer contacted stryker to report that their device stopped with voice prompts. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was evaluated by a third party service technician under wo-06547253, the technician was able to verify the reported issue. The technician replaced the battery to resolve the issue. The root cause was determined to be a low battery, however, further investigation was unable to be done as the battery was not returned for further evaluation. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device stopped with voice prompts. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.